Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak discovered at treatment complete. During fill 3 of 5 a pump a vs pump b volume error was encountered. The patient cancelled treatment and was going to set up with new supplies but discovered a fluid leak when removing the cassette from the cycler. Fluid was in the pump module area and on the external of the cassette. In a follow up with the caretaker it was verified that there was no harm, adverse event or intervention associated with the fluid leak. A new cycler was requested. The patient carried out manual treatments until the new cycler arrived. The patient is using the new cycler with no further issues. The cycler set is not available to be returned for investigation.

Manufacturer narrative:
Correction: g.1.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak discovered at treatment complete. During fill 3 of 5 a pump a vs pump b volume error was encountered. The patient cancelled treatment and was going to set up with new supplies but discovered a fluid leak when removing the cassette from the cycler. Fluid was in the pump module area and on the external of the cassette. In a follow up with the caretaker it was verified that there was no harm, adverse event or intervention associated with the fluid leak. A new cycler was requested. The patient carried out manual treatments until the new cycler arrived. The patient is using the new cycler with no further issues. The cycler set is not available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Plant did not receive the complaint product sample physically for evaluation, neither photos or videos were provided from the customer. At this time a search in the sap system was performed, to verify the product availability for companion samples; the entire lot has been sold and distributed. During the product history review of the product code 050-87216 with lot number 22er08053, a nonconformance (1080782) was found related to the failure mode as alleged in the complaint. The nonconformance found was against the cassette p/n 55-3759 a damaged in the film was found. The alleged event ¿fluid leak in the pump module area of their cycler ¿ was confirmed based the nonconformance found during the device history record review performed since the damage reported could lead to leak on the cassette film.this kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide (480145) of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. IFU# 71-4288: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide, 480145: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. Finding was confirmed against the nonconformance.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak discovered at treatment complete. During fill 3 of 5 a pump a vs pump b volume error was encountered. The patient cancelled treatment and was going to set up with new supplies but discovered a fluid leak when removing the cassette from the cycler. Fluid was in the pump module area and on the external of the cassette. In a follow up with the caretaker it was verified that there was no harm, adverse event or intervention associated with the fluid leak. A new cycler was requested. The patient carried out manual treatments until the new cycler arrived. The patient is using the new cycler with no further issues. The cycler set is not available to be returned for investigation.